Event description:
It was reported that customer received a minimum fill notification while attempting to load a new insulin cartridge, and tubing fill step was not completed before pump gave the notice. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case and clean pump connection area, then reload same cartridge, and customer successfully loaded cartridge and resumed insulin delivery.